Event description:
An international customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit for the past 6 months (12/31/2014 to 06/29/2015) did not reveal a significant trend for this same issue; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue is the vacuum pump oil, oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.